Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was originally reported that the ventilator shut down with an audible alarm while connected to a pt. No pt harm reported. The pt was switched to a backup ventilator. Further info was received from the customer that reported the ventilator started alarming, making strange noises, all of the displays were lighting up and flashing, it felt hot to the touch, was constantly alarming, and the family could not turn the ventilator off.